Event description:
It was reported that a skin irritation causing blisters as well as a burning sensation had occurred at the pod infusion site while wearing the pod for 1.5 days. The patient reports they had removed the pod prior to going to the emergency room. Once at the hospital emergency room the patient was diagnosed with severe allergic reaction at the pod infusion site. The patient was treated with applied bacitracin at the pod infusion site. The patient was provided bacitracin to be taken home by the patient. The patient was at the hospital for 2 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the hospitalization and skin irritation. No lot release records were reviewed, as the product lot number was not provided.